Event description:
It was reported that the quick bolus/wake button on a customer's pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was instructed to ensure the pump was not plugged into a power source and to use their finger to press the center of the button. Despite these attempts, the button remained difficult to press, leading to the decision by technical support to replace the pump. The customer planned to continue using their current pump until the replacement arrived.